Manufacturer narrative:
A haemonetics field service engineer performed an inspection of the collection system used in the procedure. No faults were found during the testing of the device. All parameters were verified. Function tests were completed. Machine meets manufacturer's specifications, and is ready to use. A review of the DHR reveals no issues during the manufacturing process that would contribute to this complaint. The device was manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations, non-conformances or capas that would have contributed to the reported incident. The disposables used with the system were discarded, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that this incident was related to the device or disposables used during the plasmapheresis procedure.

Event description:
On (B)(6) 2023, the donation center reported a 63-year-old male donor experienced a cardiac event during a donation on (B)(6) 2023. During the procedure, donor reported feeling warm at approximately 15:22. Donor was provided ice packs, his feet were elevated and he was fanned. The donor also reported tingling to hands and upper extremities. Medical staff was called to donor floor and the donation procedure was discontinued due to concern of possible citrate reaction. Donor was provided a gatorade as an oral electrolyte replacement. Donor continued reporting symptoms after finishing the gatorade and was provided a second gatorade. Medical staff took the first set of vitals 15:30 (b/p 140/80, pulse 80) and second set of vitals at 15:40 (b/p 90/60, pulse 60). Medical staff noted donor's wrist and hands were clammy and cold and donor began to display shortness of breath. Medical staff called 9-1-1 and donor began to report chest pain along with shortness of breath, in which 9-1-1 directed medical staff to administer 325mg of aspirin (administered at 15:46). Ems arrived at donor bedside at 15:48, transferred donor from donation bed to gurney and exited facility with donor at 15:52. The center has limited information regarding what treatment was provided in the hospital. The donor presented at the center in the evening of (B)(6) 2023 following discharge from hospital. The donor did inform medical staff that upon discharge, he was prescribed colchicine and ibuprofen and he is to follow-up with his cardiologist. The center medical staff had documented that the donor's paperwork listed the reason for visit as st elevation, myocardial infarction (stemi), with a diagnosis of pericarditis. Donor has donated one other time in the past 12 months. The donor was deferred initially temporarily, then permanently for this event following center medical director review of the event report and summary of the discharge paperwork. The donor was previously temporarily deferred for a donor adverse event that occurred post donation on (B)(6) 2009 and the donor was approved for continued donations on (B)(6) 2009. There was no report during this incident of any haemonetics equipment malfunction or issues with the disposable product used during the procedure.